Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka) and blood glucose (bg) values that reached over 500 mg/dl. For treatment, the patient had lab tests conducted and put on a drip for insulin and fluids. The ketones were large prior to the hospital visit. The pod was worn between 4 and 24 hours on the leg. The pod was removed at the hospital and discarded. The patient was discharged after 36 hours.